Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) and stated that the ergonomics were not working on one of the surgeon side consoles (ssc). The surgeon continued using their secondary ssc. The tse reviewed the error logs and identified error 23062 pointing to an issue with the column of ssc 1. The tse explained to the csr that this could have been due to a chair preventing the ssc from traveling up or down normally at power-up. The tse suggested to ensure that there were no obstructions and perform a power cycle after the operation. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the surgeon side console (ssc) vertical axes motor module to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vertical axes motor module was analyzed, and the reported failure was confirmed and replicated. The error logs showed error 23062. It was observed that the motor cable connector was melted.